Event description:
The manufacturer received information that a dreamstation auto CPAP is being returned due to the user passing away. The reported event makes no allegation of any specific device malfunction, user error, failure, labeling, or other deficiencies that are relevant to the harm reported. Additional information is being requested regarding the details of the reported death.